Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking broviac chronic catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one broviac chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed immediately distal of the clamping over-sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU cautions ¿do not use a syringe smaller than 10 ml!¿ a lot history review (lhr) of rezb1573 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezb1573) have been reported from the same facility.

Event description:
On (B)(6) 2016- it was reported by user facility that an (B)(6) male patient was presented in the ed with a broken 2.7 fr. It was stated the catheter was broken above the clamp and was bleeding. The mother stated the home nurse flushed and felt it pop. A repair was attempted and was unsuccessful. Patient was admitted due to need to administer tpn and a new catheter was placed.